Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative reported there was discomfort at the battery site. It was found that the discomfort at the battery site was due to a tilted battery. The patient was seen by the physician and the physician assessed the patient. It was unknown when this issue started. A pocket revision was scheduled for (B)(6) 2015. A second lead would be added to her system at that time so she may also have better coverage. At the time of the report, the issue was not resolved. Relevant medical history included failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the manufacturer's representative (rep) reported a second lead was added to the system to provide right sided coverage from the waist to toes. A pocket revision was also completed.